Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced an event of kinked cannula with one infusion set. Patient noticed the symptoms 3 or more hours after insertion in the back of arm. The infusion set was in use for 18-20 hours. Patient confirmed to regularly rotate the site location. Patient tried another infusion set. Company do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.